Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the lead was inserted into a competitor introducer and maneuverability was found to be difficult initially and retractability from the sheath was impossible. The products were ultimately withdrawn and another lead was successfully implanted. No patient complications have been reported as a result of this event.